Event description:
Event description guidant received information that this device, which is included in the population of a recent field advisory regarding failure mode 1 and 2, was not implanted as after the device was attached, interrogation revealed that there was no pacing output. Therefore, the patient received a temporary external pacemaker until the device could be replaced with a competitor's pacemaker. The device was returned for analysis. Subsequently, the device was removed from the failure mode 2 field advisory population.